Manufacturer narrative:
(B)(4). Date sent: 5/25/2016. Batch # n90853. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 12 clips as intended. No scissored clips were note during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable..

Event description:
It was reported that during a lap cholecystectomy, scissoring occurred at the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.